Manufacturer narrative:
Isi received the reload involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate or confirm the reported issue. Upon visual inspection, the reload appeared to be unused and unfired. The reload was fired successfully with an in-house instrument when placed on an in-house system. All staples deployed from the reload. A log review for the stapler instrument used with the returned reload did not show any firing failures. Root cause is non-device related factors. The sureform 60 stapler used during this event was also returned for device evaluation. The reported event could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed initialization, recognition, and engagement tests. He instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly, and the instrument clamped, fired, and unclamped successfully twice. The instrument was fired with green and black reloads. No malformed staples or incomplete firings were observed during in-house testing. Visual inspection was performed and no damage was observed. A review of the logs did not show any firing failures. The root cause was attributed to non-device related factors. System log review: a review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler, being used with a green reload, pushed the tissue, but did not staple or cut. A non-robotic stapler was used to continue with the procedure. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the stapler pushed the tissue but didn't cut it with a green sureform 60 reload. Had to end up using a non-robotic stapler. The procedure was continuing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use. No unusual damage was noted. The issue occurred during the first attempted usage. The sureform stapler pushed tissue but did not cut it. A green reload was used and failed during the first attempt. No obstructions or malformed were noted. The surgeon was attempting to staple lung tissue at the time of the reported issue.